Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 04.027.035s, lot: l837145: manufacturing site: bettlach, release to warehouse date: 09.apr.2018, expiry date: 01.apr.2028: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the received instrument is all in all in good condition. There are just small scratches on the surface visible. Additionally, the hexagonal is also damaged. Functional test: a functional test was performed and has shown that the blade is function as intended. The blade can be locked and unlocked without any problems. Summary: the received instrument is all in all in good condition. There are just small scratches on the surface visible. Additionally the hexagonal is also damaged. A functional test was performed and has shown that the blade is fully functional. This lot of (B)(4) pieces was manufactured in april 2018 according to the specification. Based on that a product related issue can be excluded. The exact cause which has led to this complaint could not be evaluated. As the part is functional as intended we determine the reported problem as handling error. As the product is fully functional the complaint in unconfirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2018, the proximal femoral nail antirotation blade (pfna) did not lock as it should and the blade broke intraoperatively. All the broken fragments were removed from the patient. They changed the blade and used the new one. There was surgical delay of 20 minutes due to the reported event. No consequences for the patient. Concomitant device reported: unknown pfna nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) pfna blade perf l100 tan. This is report 1 of 1 for complaint (B)(4).